Event description:
Device 2 of 2: reference MFR report# 1627487-2018-13049. It was reported that he patient was experiencing ineffective therapy from the scs system. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the leads were explanted and replaced. Reportedly, therapy was restored post-operatively.